Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the back haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.